Event description:
It was reported that the right ventricular lead dislodged one day post implant. The lead was explanted and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).